Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If the device is returned, or if additional information is received, then a supplemental emdr will be submitted containing the pertinent information.

Event description:
The event involved an unknown disposable tubing product and occurred on an unspecified date. It was reported that there was distal air post-cassette, and plum 360 pump does not trigger an alarm. This issue is only being reported in the cancer center where chemotherapy is infused. The current setup and workflow is a primary fluid on line a with a chemo on line b. Nursing workflow practice is to over program the volume to be infused (vtbi) on both lines to ensure that the full medication is given. Additionally, it is stated that this volume is reportedly overestimated by 100-150ml in some cases. Nurses are not noticing distal air when line b is over programmed. The pump will alarm air in cassette. Nurses then backprime from line a into line b to re-prime the cassette. They then clear the line b program and infuse line a at 999ml/hr and over program the volume that is in the bag as well. When the bag runs dry on line a, this is when nurses have noticed distal air beyond the cassette and the pump does not trigger an alarm. Warren states that this happens approximately once per week on average and that when the pumps are tested within biomed, there is nothing wrong with the sensors or any abnormalities noted during testing. It is reported that no patient harm during the events. There was no patient involvement and no human harm.